Event description:
Customer reported the as3000 anesthesia delivery system had a leak issue, which may have affected anesthesia monitoring . No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and determined the absorber canisters required replacement. Representative replaced the canisters.